Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from disconnected diluent tubing on the blood sampling valve (bsv). The fse re-attached the tubing to resolve the leak issue. The fse noticed the leak had wet the stain chamber wiring and the stain chamber wiring was replaced. The fse also noticed the precipitate in the white blood cell (wbc) bath. The fse replaced the wbc bath and resolved the precipitate issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of fluid leaked from an overflowing blood sampling valve (bsv) drip tray following a startup in the coulter lh 750 hematology analyzer onto the counter. The leak was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.